Event description:
The customer reported via phone call that they experienced a low blood glucose level of 47 mg/dl. Customer treated their low blood glucose level with glucose tablets. The customer had a serious injury as a consequence of the low blood glucose level. Customer cracked their head and hurt their face. The customer called 911 but was not admitted as an inpatient for medical treatment. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.